Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the atrial fibrillation procedure, air was aspirated into a syringe that connected to the extension port of the sheath after insertion into the patient. Several aspirations were attempted to remove the air, but it remained in the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.